Event description:
The customer tested blood glucose and received a blood glucose result of 300mg/dl which they did not believe. Based on the device result the customer closed too much insulin and went to the hospital. The hospital tested and received a result of 31mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.